Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module. The following data was provided (reference range: </= 5.00 iu/l negative, >/= 25.00 iu/l positive): tested on (B)(6) 2025, sid: (B)(6): initial b-hcg result = 39.28 iu/l (positive). Patient was informed of positive pregnancy result. On (B)(6) 2025, the patient presented with vaginal bleeding. New sample was collected and generated a b-hcg result of < 3 iu/l (negative). The customer took the initial sample and retested twice on (B)(6) 2025 and generated both results of < 3.0 iu/l. There was no impact to patient management reported.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module. The following data was provided (reference range: </= 5.00 iu/l negative, >/= 25.00 iu/l positive): tested on (B)(6) 2025, sid (B)(6): initial b-hcg result = 39.28 iu/l (positive). Patient was informed of positive pregnancy result. On (B)(6) 2025, the patient presented with vaginal bleeding. New sample was collected and generated a b-hcg result of < 3 iu/l (negative). The customer took the initial sample and retested twice on (B)(6) 2025 and generated both results of < 3.0 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed bubbles in the 2 way valve in the trigger junction of the manifold as the valve, manifold, dispense 2 way was damaged. The valve, manifold, dispense 2 way was replaced, resolving the issue. The module function was verified with a control run. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false positive patient results after service intervention. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the valve, manifold, dispense 2 way did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the valve, manifold, dispense 2 way were identified.